Event description:
An alarm 2 followed by alarm 26 was reported by the caller, indicating an occlusion issue with no impact on the customer's blood glucose level. The customer did troubleshooting with tandem technical support and there was no with issue found with the pump. However, occlusion alarms continued and a replacement pump was sent to the customer to resolve the issue.